Event description:
The user facility reported that the device overheated during a case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.